Event description:
It was reported that the patient was doing well following the implantation of an artificial urinary sphincter (aus) device. The patient started experiencing urinary retention. "Upon examination for checking, there was cuff exposure." The physician is considering either a partial or complete removal of the device. It was further reported that the patient presented with difficulty urinating. After that he developed an infection. The system will be removed on (B)(6) 2019.